Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had a discolored tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, it is possible that a high-energy treatment device was used without ensuring a sufficient distance from the distal end. However, the definitive root cause of the event could not be determined. The instruction manual identifies inspection verbiage associated with the event in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.